Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 115 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. The sensor glucose value that triggered the suspend event was 50 mg/dl and suspend on low limit in sensor settings was unable to check as sensor is off and we're waiting 2-4 hours to turn it back on. Customer was advised not to calibrate on a sensor alert. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.